Event description:
It was reported that the pump battery became hot to touch. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.